Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with a "door open alarm" was confirmed. Quality engineering determined that the cause was due to a damaged door latch, which was replaced onsite at the facility by a baxter field service technician to resolve the issue.

Event description:
The facility reported a flogard infusion pump that presented a "door open alarm". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.